Event description:
It was reported by customer to field service engineer that during routine check the cs 100 intra-aortic balloon pump (iabp) is displaying an alarm message "electrical test fails code 50". There was no patient involvement.

Manufacturer narrative:
Corrected fields: b5, d9. Updated fields: b4, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) stated that we are waiting for customer's contract purchase order, once we receive purchase order, call will be attended and will update accordingly. No other information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by fse that the cs 100 intra-aortic balloon pump (iabp) is displaying an alarm message "electrical test fails code 50". There was no patient involvement.

Manufacturer narrative:
Due to character limit in e1 event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: h6-investigation conclusion code. Updated fields: b4, g3, g6, h2, h11.